Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinary procedure, while being applied on anastomosis on an open jejunostomy, there was a poor staple formation where staples did not form complete b shape and noticed an incomplete staple line. It was also noted that staples fell into lumen and were passed. They had to over sew the staple line to complete the case. There was no patient injury.